Event description:
Consumer experienced discharge of detached withdrawal cord material left behind several days after tampon use. Visited doctor to ensure no other tampon material was left behind. Consumer noticed another tampon in the package with extra detached withdrawal cord material.